Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system, with sensor glucose at 282 mg/dl and confirmatory fingerstick at 263 mg/dl, and no device alerts were noted. Customer care provided support that included customer service troubleshooting, inspection for kinks or leaks, infusion set change, and verification of priming and drops. Investigation of this case revealed no visible occlusions, kinks, or leaks, and glucose normalized after the infusion set change. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included recovery to in-range glucose after troubleshooting and infusion set replacement, without medical intervention. It was concluded that the cause of hyperglycemia was unclear, and the event resolved with infusion set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.